Event description:
It was reported that a pt admitted for elective aaa repair began to vomit blood and became unresponsive after an attempt to obtain a wedge pressure. Physician questioned if a pulmonary artery rupture occurred. Pt expired 1 day later. Root cause of death is unknown. No autopsy was performed.